Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved will not be released for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during removal of the catheter, the catheter tip broke. A CT scan was performed and the tip was not visible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for further evaluation. Evaluation of the photo confirmed damage to the catheter. However, it does not confirm the damage to be the result of any manufacturing process. The provided photo did not confirm the reported defect to be the result of any manufacturing process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.